Event description:
A report was received that following a lead positioning, the patient's system was explanted as the patient developed an infection in the chest and abdomen. The patient's symptoms included an abscess and increased biochemical values. The physician does not believe the infection was device or procedure related. The patient was given IV antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2352-70, (B)(4), description: linear 3-4, lead 70cm model # sc-1110-02, (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.